Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Medwatch mw5077295. "A couple of very small pieces of the blue coating on the rumi cup were found to have come off the device and were in the patient's abdomen during a robotic assisted total laparoscopic hysterectomy. The pieces were retrieved and the device removed from the patient. No adverse effects were noted and the patient was discharged home later that day."

Manufacturer narrative:
Reference (B)(4). Investigation: initiated manufacturer's investigation; no sample returned review DHR. Analysis and findings: the reported event cannot be verified due to the absence of device return. DHR review of wo# (B)(4) for pn kc-rumi-35 shows (B)(4) boxes were made in feb 2018 at csi stafford facility. During this work order, (B)(4) boxes were made, each containing 5 individual kc-rumi assemblies for a total of (B)(4) individual units. During manufacturing of the product, qc picks 20 random samples from the lot for test, of which all passed both a torque test and a 10 lbs pull test. Complaint details indicate that a piece of "blue coating" came off the device. It should be noted that the kc-rumi-35 is molded with blue plastic, and does not have any type of coating on them, with the exception of the white paint for logo branding and alignment mark. No blue coating is applied to the product. It is unknown what the blue coating source may be, as the product was not returned for evaluation. A 2-year complaint history review was performed and did not find other complaints that relates to blue coating coming off of product, and there is currently no trend on similar complaint conditions. In the previous complaint history, there was another complaint where the "ring was cracked" but no product nor picture was returned for evaluation, so the investigation was inconclusive. However, even in the complaint where the "ring was cracked" the complaint condition were dissimilar from the currently complaint. A 2 year review on the history of the design shows that the device has not been revised, nor was there a design change on the rumi product specification. Corrective actions: correction and/or corrective action; corrective action is not warranted as the device was not returned for root cause investigation. Complaint will be monitored for trending. Was the complaint confirmed? No.

Event description:
Medwatch mw5077295. "A couple of very small pieces of the blue coating on the rumi cup were found to have come off the device and were in the patient's abdomen during a robotic assisted total laparoscopic hysterectomy. The pieces were retrieved and the device removed from the patient. No adverse effects were noted and the patient was discharged home later that day."